Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: clips did not hold on to vessel while in place.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips not fully capturing the vessel. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.